Event description:
It was reported that during an unspecified procedure, the distal tip broke. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed the reported event of teflon damage. Visual examination of the returned device revealed that the surface of the teflon pad was burned. It was also observed that the outer sheath of the insertion section was loose and buckled. The buckling observed on the outer sheath may be due to excessive force used during insertion and withdrawal from the trocar.